Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "does not think lens is defective" (no known device problem [iol (intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon stated that he did not think the lens was defective but did not have a probable cause for the surprise. He stated that the lens was properly centered in the bag and that there was no retained viscoelastic behind the lens. He continues to work with the pt to resolve the refractive error. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/17/2010 and 09/01/2010 by phone, fax, and mail. Additional info was obtained by phone and from medical records which were received on 08/13/2010. A completed questionnaire has not been received. (B)(4).